Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that, during synchronized cardioversion with disposable pads, the device downloaded only once on various attempts. The device was in use on a patient, but there was no adverse event to patient or user.